Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after an unspecified procedure was performed, the customer felt shocked while taking off the cap of the gel warmer. The customer confirmed that it did not feel like a static. At the time the reported phenomenon occurred, the system was unplugged from the wall and was turned off; however, the gel warmer was not unplugged from the system. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint for customer being shocked while removing cap of gel warmer was reviewed. The incident occurred in (B)(6) 2017, but the gel warmer was not received. Therefore, we were unable to confirm or reproduce the issue based on the information provided. Complaint reference #: (B)(4).